Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port btt (blunt tip trocar) was partially inflated, which resulted in co2 leaking during the procedure. The balloon inflation was not symmetrical and co2 leaked during the procedure. A replacement device was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on june 08, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).